Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) which was implanted 4 months ago, recorded intermittent out of range daily shock impedance measurements, however currently it is normal. Noise could be created by pressing on the pocket.